Event description:
It was reported that the 6800 sys would intermittently, not boot or power up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Tightened loose connections in the power plug. The sys was tested and found to be working as intended and placed back into svc.